Event description:
It was reported that during an open hysterectomy procedure, the enseal laparoscopic tissue sealer device did not deliver energy when pressing the energy button; it seems to have some failure in the energy button mechanism, resulting in an important delayed of time in the surgery. The enseal laparoscopic tissue sealer device was replaced by an ace36e. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual condition. The device was connected to the generator for functional testing and the device was recognized. An attempt was made to activate using the activation button and the instrument did not respond. However, when it was activated with a footswitch no activation issues were noted. The device was disassembled and internal wiring was inspected. It was noted that one of the wires from the activation button was dislodged. This resulted in the inability to energize the instrument using the hand activation button. No conclusion could be reached as to what caused this issue.